Event description:
Subsequent to the initial MDR, a correction was updated on 2/4/2025.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified wearable issue occurred. The wearable was inserted into the arm on (B)(6) 2024. The patient experienced a hypoglycemic event which occurred the same day after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced hypoglycemia and loss of consciousness. The friend called an ambulance, and the patient was admitted to the hospital for 5 days and was treated with unspecified medication and IV insulin (not documented if this was for diabetes management). The patient was discharged on (B)(6) 2024. During the hospital stay, 2 more sensors were wasted because the doctor did not know how to connect them. After 2 unsuccessful attempts, the doctor gave up, leaving the patient without a working sensor. At the time of the report the patient was fine. The patient called to get assistance on getting his app password to work, and to request replacement sensors since the 3 sensors. Of note, it was stated that the patient was treated with IV insulin when he was experiencing a hypoglycemic event. However, this is what the patient provided at the time of the call "I was brought to the hospital and was given insulin shots." Although attempts to follow up with the patient and reporter for additional event details were made, contact was unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. No additional patient or event information is available.